Manufacturer narrative:
The drill attachment was received by the manufacturer, however, the device would not function properly so it could not be tested to final production specifications. Internal components were evaluated and evidence was found supporting the report of the device being submerged at the user facility. The instructions for use warns the user to not immerse the device, as it will damage internal components. The drill attachment could not be repaired, and therefore was not returned to the user facility.

Event description:
It was reported that during the cleaning process, the drill attachment was submerged in cleaning fluids, which resulted in fluid leaking from the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.